Event description:
It was reported that the patient presented via remote monitoring. It was discovered that the patient's right ventricular (rv) lead had increasing pacing impedance for the last two months. Therefore, the patient was brought into the clinic for isometric and lead testing. No noise was discovered through isometrics, however the rv lead capture threshold was noted to have increased. The physician elected to make programming changes and the patient would continue to be monitored. The patient condition was stable.